Manufacturer narrative:
The reported device reset was verified in the laboratory. Automated electrical testing found the device to perform normally. Analysis of the device image and testing indicate that the back-up vvi reset was caused by a discrepant integrated circuit.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was in reset mode. The device could not be restored and was replaced.